Event description:
The patient had a previously implanted stent. The lesion was located just proximal to stent. The physician took two or three passes when the tech reported that the silverhawk device was stuck and would not engage. They changed out cutter drivers and still could not engage. The physician states they were outside of the stent. With a strong yank, the physician was able to withdraw the device. There was an approximately 8 cm piece of what looks to be wire attached to cutting blade. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Should it become available, a supplemental report will be submitted.